Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2016, the patient presented with unstable angina and was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery (lad) with 75 % stenosis and was 18 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with direct placement of a 3.00 mm x 20 mm study stent. Following post-dilatation the residual stenosis was 0 %. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient was not feeling right and activated emergency medical alert. Emergency medical services (ems) found the patient in pulseless electrical activity condition with agonal breathing. Cardiopulmonary resuscitation (CPR)was initiated and return of spontaneous circulation (rosc) was achieved. The patient was hospitalized for cardiac arrest. Computerized tomography (CT) angiogram of the chest revealed bilateral infiltrates versus atelectasis as well as bilateral pleural effusions, and sternal fracture along with multiple bilateral rib fractures. CT of the head revealed no acute intracranial abnormalities. On the same day the patient was diagnosed with acute respiratory failure and rib fracture. The next day, the patient was diagnosed for pneumonia, anoxic encephalopathy from cardiac arrest, and elevated troponin. The patient underwent repeat x-ray of the chest which revealed right chest tube with a small right pneumothorax. Three days after being hospitalized, the patient underwent magnetic resonance imaging (MRI) which demonstrated diffuse brain ischemic changes and swelling of gray matter consistent with encephalopathy. Electroencephalogram (eeg) showed only very minimal brain activity. Post neurology consultation, the patient showed no brainstem reflex and the prognosis for functional recovery was extremely poor considering the age factor. The patient was put on medications. A chest tube was placed for pneumothorax and antibiotics were used for healthcare associated pneumonia. The patient was discharged and transferred to inpatient hospice. Five days after being hospitalized, the patient expired. Cause of death was cardiac arrest and respiratory failure.